Event description:
It was reported the single use 2-lumen sphincterotome knife-bow fractured. The issue occurred during an endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.